Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that phaco tips presented aspiration issues and obstruction which caused reversible corneal edema in patients. The number of patients involved and current condition are unknown. Additional information has been requested but not received.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tips were returned for evaluation; therefore, the condition of the product could not be verified. Because samples were not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint samples were received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Threads are inspected to insure they conform to specification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).